Event description:
This is a pt with a history of a hip fracture in 1998 that was repaired by an open reduction/internal fixation. Recently pt began having right hip pain and presented to the emergency room on 3/19/00 for evaluation. X-rays revealed a displaced nonunion of the previous fracture with breakage of all 5 cortical screws. The pt gave no history of any trauma. Pt was taken to surgery for removal of the failed hardware. Pt tolerated the surgery well and was discharged on 3/25/00 to a nursing home in good condition.